Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing resulting in an inappropriate shock to this patient. The smart pass feature was disabled. This patient had been in an area where there was welding equipment. Technical services (ts) noted it did not appear to be electromagnetic interference (emi). Isometrics testing was performed in which noise was reproduced when this patient went from sitting to standing and when twisting side to side. Shock therapy was programmed off in the meantime. This patient is planning to get a chest x ray and will follow up with the physician. This s-ICD remains in service. No adverse patient effects were reported.